Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was in the hospital for 3 weeks and was unable to recharge her device. It was stated that the reason the patient was in the hospital was due to the reactions of chemo treatment; the patient had bowel obstruction. It was stated that an over discharge of the implantable neurostimulator (ins) was suspected. It was stated that the patient had chemotherapy and radiation therapy for (B)(6) starting the previous year and ending in (B)(6) 2012. It was stated that since the therapy her device had been "working differently". It was noted that a manufacturer representative met with the patient and had confirmed that "everything was ok". It was reported that the patient was seeing the "call your doctor" icon on her programmer. It was further reported the patient was able to clear por condition. The patient was seeing the normal recharge screen. It was noted that the patient had chemotherapy and radiation between her waist and hips. The patient had her device checked and was told that there "didn¿t seem to be anything wrong with the implant itself". Additional information reported the patient saw the por message on the recharger and was unable to adjust stimulation. The patient cleared the por on the recharger and reported feeling stimulation when it was turned on. This action resolved the reported issue.